Manufacturer narrative:
Other relevant device(s) are: product ID: bi30000286, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the door close sensor/door switch assembly was loose. The hardware was replaced with a new sensor and the system regained function and was functioning normally. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry would not close. There was no patient involved.